Manufacturer narrative:
X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the patient had high lead impedance and an error message was seen displayed on the handheld computer "the impedance was higher than expected suggesting a discontinuity of the leads of fibrosis between the nerve and the lead". A device malfunction is suspected against the implanted lead. The patient did not have any fall, injury or interactions with the vns site prior to the discovery of the high lead impedance. X-rays reviewed by the manufacturer did not yield any gross lead discontinuities. The strain relief bend was not implanted per labeling. There were no tie downs securing a strain relief loop in place as specified in labeling. A possible migration was suspected. The patient was seen by a surgeon and at this time the vns is programmed off and it has been decided not to perform revision surgery related to the risks involved.